Event description:
Reportable based on device analysis completed on 17-jun 2022. A 2.50mm x 20mm emerge balloon catheter was reported with an unspecified issue. However, upon review on this device, a balloon pinhole was noted.

Manufacturer narrative:
Date of event: used the first day of the month of aware date, as event date was not provided. Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located at the proximal end of the balloon at the waist cone transition. The device failed to inflate to rated burst pressure.